Event description:
The clip was broken before use on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73l2000571 was manufactured on 11/24/2020 a total of (B)(4) pieces. Lot was released on 12/09/2020. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot #73d2200210, the samples were functionally inspected, and during the inspection issue reported "failure to function - other" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The clip was broken before use on the patient.